Manufacturer narrative:
Ultra corega sin sabor is mfg in (B)(4), and marketed under the trade name super poligrip original and free in the united states. The lot was reported, but the product was not available. This case was also reported under 9681138-2011-00173 for super corega powder (marketed under super wernets powder in the us). (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of transient paralysis in a male pt who used ultra corega sin sabor cream over a period of seven weeks as a denture adhesive. A physician or other health care professional has not verified this report. Concurrent medical conditions included hypertension arterial. Co-suspect medication included super corega power. Concurrent medications included metoprolol, losartan potassium (losartan), alprazolam and nimesulide. In (B)(6) 2010, the pt began using ultra corega sin sabor and super corega powder. He reported excessive use during the first treatment week. Approx four days after starting the product, in (B)(6) 2010, the pt experienced temporary paralysis of the "limbs and arms," tingling in the stomach, chest, face and arms, as well as muscle pain. This case was assessed as medically serious by gsk. Ultra corega sin sabor and super corega powder were continued. At the time of reporting, the events were unresolved. The reporter felt the events were possibly related to the product.